Event description:
It was reported that the customer rec'd an altitude alarm while in the (B)(6). The customer's blood glucose level was not impacted. The customer removed and installed a cartridge. There was a temporary delay in clearing the alarm. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.